Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) displayed a battery depletion (bd) code and the device data was forwarded to boston scientific rhythmcare for review. It was confirmed that the battery was exhibiting premature depletion and device replacement was recommended within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis and is currently pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) displayed a battery depletion (bd) code and the device data was forwarded to boston scientific rhythmcare for review. It was confirmed that the battery was exhibiting premature depletion and device replacement was recommended within 90 days. The physician subsequently explanted and replaced the s-ICD to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardiac defibrillator (s-ICD) displayed a battery depletion (bd) code and the device data was forwarded to boston scientific rhythmcare for review. It was confirmed that the battery was exhibiting premature depletion and device replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.